Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm® volux¿ in the midface. Approximately 2-3 weeks later, patient reported both sides had started to become red, sore and lumpy, likely due to infection. Patient was treated with antibiotics. It later formed collections/abscesses and was drained at the infected site. Patient continued with antibiotics. Symptom ongoing.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Additional information reported patient was treated with azithromycin, clarithromycin, flucloxacillin, now under max fac. Patient has improved but things have not completely resolved and continues to have an inflammatory reaction despite the treatment.